Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with injection amikacin (250 milligrams, bags one and three, intraperitoneally (ip), duration and frequency not reported), injection cefazolin (500 milligrams, bags two and four, ip, frequency and duration not reported), and injection piperacillin (2.25 milligrams, twice daily, intravenously, duration not reported) for the peritonitis event. Dianeal therapies were ongoing. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient¿s peritoneal effluent was clear and the patient was discharged from the hospital. On an unreported date, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.